Event description:
The customer reported that the system was intermittently locking up and the collimator was too large. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep found the lithium battery on the x-ray controller was dead so he replaced it. He checked the 5vdc and chip seating on the fluoro functions board. The ge service rep replaced the batteries. The system operates as intended.